Event description:
A caller reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided detailed instructions for resetting the pump, and the caller was guided through the reset process. After resetting the pump, the cgm error did not reoccur, and the caller was able to successfully start their sensor session.